Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient: product ID: 3093-28, lot# va0llse, implanted:(B)(6) 2015, product type: lead.

Event description:
It was reported that the patient had a sudden loss of therapeutic effect. About 2 weeks ago, one of the patient¿s other health care provider¿s (hcp¿s) increased their dose for water pills from 20 mg to 80 mg twice a day. Otherwise the patient was told they would have a heart attack. The patient needed to use pads now due to incontinence from taking the higher dose of water pills. The nurse told the patient not to adjust the settings. It was further reported there was not a 50 percent or greater symptom reduction. The cause of the event was determined, it was not device related, and reprogramming was not needed. No troubleshooting, interventions, or other actions were taken to resolve the event. The patient did not experience a loss of stimulation. The patient was not recovered, with symptoms or an issue ongoing. It was later reported that the patient did not have concerns with their device or therapy. The patient had an appointment on (B)(6) 2015.